Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 500 mg/dl and current is 108 mg/dl. The customer experienced diabetic ketoacidosis symptoms when blood glucose reached 600 mg/dl. The customer's blood glucose back down to 108 mg/dl and 80 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.